Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay corrected information. During investigation it was noted that the manufacturing date had been reported incorrectly in the previous submission. The correct manufacturing date is 4 nov 2019.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Lack of primary stability (unable to place implant into osteotomy): a summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant did not achieve primary stability. Sent patient home to heal with antibiotics and bone grafting. Tooth #15.